Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device would not inflate. All components were removed and replaced. No patient complications were reported.